Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
A pregnant patient reported that her blood glucose was over 400 mg/dl resulting in her hospitalization. The patient was treated with an IV insulin drip. The pod was worn between 4 and 24 hours. The patient's insulin history are as follows: time: 5:09pm, bg (mg/dl): 443, bolus (u): 11.40.